Manufacturer narrative:
Argus case: (B)(4).

Event description:
Choke me; sore throat; feeling unwell; it make me sick [sickness]; scratched my throat; have not been able to dislodge the bristles from my throat/I not been able to dislodge the bristles from my throat [throat discomfort]; coughed so much [cough]; much discomfort [discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (corsodyl daily toothbrush) toothbrush (batch number unknown, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2020, the patient started corsodyl daily toothbrush. On (B)(6) 2020, 8 days after starting corsodyl daily toothbrush, the patient experienced choking (serious criteria gsk medically significant), sore throat, feeling unwell, sickness, throat discomfort, cough, discomfort and product complaint. On an unknown date, the patient experienced social problem. Corsodyl daily toothbrush was discontinued on 15th november 2020 (de-challenge was unknown). On an unknown date, the outcome of the choking, sore throat, feeling unwell, sickness, throat discomfort, cough, discomfort, product complaint and social problem were unknown. The reporter considered the choking, sore throat, feeling unwell, sickness, throat discomfort and discomfort to be related to corsodyl daily toothbrush. It was unknown if the reporter considered the cough to be related to corsodyl daily toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was processed as initial follow up 1 to follow up 4 together. Patient made a complaint about a recently purchased toothbrush. Patient got a couple of your daily soft brushes and as patient was brushing teeth, a whole section of the bristles came out and started with, choke patient. They were like little fish bones. It made patient sick, they scratched throat and it really wasn't a great situation at all. Left with a sore and scratched throat and feeling unwell as coughed so much. Patient had the toothbrush just over a week, and wasn't expected it to make patient unwell. Follow up information was received on 16 nov 2020 from quality assurance (qa) regarding complaint number: (B)(4) for batch number unknown. Regarding corsodyl daily soft toothbrush 1ct. Due to insufficient details case is being closed. Site notified by email. This complaint was considered as inconclusive. Follow up information was received on 17 nov 2020 by consumer. Patient hadn't seen a doctor, there was a pandemic going on. Patient stated it caused choking, much discomfort, sickness and a sore throat then for a while, in fact it still felt a little scratchy but patient stated didn't need a doctor to tell what caused it, and it simply need to heal up. Patient was not been able to dislodge the bristles from throat patient would of needed urgent attention and patients wife did panic slightly thinking she would need to call somebody before patient finally managed to cough them up. Patient started using the toothbrush that night and the incident occurred (B)(6) when patient stopped using it.